Manufacturer narrative:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The customer placed a service call to the local philips helpdesk for this issue. The device was not in patient use. The device was requested for return; however, the customer/end user refused to return the device and no device evaluation is possible at this time due to the service quote not being accepted by the customer. A final report is being submitted. If new information becomes available a supplemental report will be completed.

Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The customer placed a service call to the local philips helpdesk for this issue. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.